Event description:
It was reported that during set-up at the user facility, the core impaction drill was smoking where the cord connected to the handpiece. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during set-up at the user facility, the core impaction drill was smoking where the cord connected to the handpiece. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was unable to duplicate the reported event but confirmed that the flex assembly on the motor cartridge was damaged.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.